Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4): the full lead was returned and analyzed. Blood was present on the helix mechanism. Primary analysis findings: no anomalies found.

Event description:
It was reported that an atrial and rv lead that had been implanted sixteen years ago, had insulation failure indicated by falling impedances over time. The patient had skeletal muscle stimulation from ra (right atrial) and rv (right ventricular) pacing. The leads were replaced. During the attempt to implant a ra lead, a usable atrial electrogram (egm) was not obtainable. The egm looked like noise. The lead was not used. No patient complications were reported as a result of this event.